Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the charging issue had been resolved. They were charging the battery 2 times a day and now they are charging every other day. No further complications reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead; product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that even though the patient had good pain relief, it was decided to replace their compact leads with a paddle lead since the patient was having to charge hours a day multiple times a day due to the settings they could achieve with the compact leads. It was noted that there were many reprogramming attempts to try and keep the same pain relief but use less energy but they were all unsuccessful. At the time of the report it was unknown if the lead replacement resolved the recharging issues reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the issue of the device depleting overnight and charging too often was resolved. The cause of the charging too often and ins depleting overnight was that the device intensity was draining their battery. The patient met with another rep and it was determined that upon turning it down changed their issues and resolved to normal charging times. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient just turned his stimulation on yesterday. The caller stated he was told he would need to charge daily but his ins battery went from full to critically low in 12 hours. Caller stated that seems too frequent from what he was told. Caller stated it took him two hours to charge his ins. The patient also stated the controller battery doesn't hold a charge long enough. The caller stated he can't fully charge the ins without the controller battery depleting. The caller is wondering if this is normal. Caller stated the controller battery will be full and the ins is critically low and when he reaches 90% ins battery full then the controller battery will show that it is low and needs to be plugged in. No further complications were reported. No patient symptoms were reported. Additional information: it was reported the manufacturing representative (rep) is not with the patient, but reports the patient has high density settings on both a and b. Also reports she does not have any other parameters except 200 pulse width 1000hz. The caller also reported the patient is indicating he is charging twice a day. Reported patient had 90% charged and he went to be for 8 hours and when he woke up the device was dead. The patient also indicated he charged 3 times in one day. No further information was reported.